Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A f/u report will be completed once the investigation results are available.

Event description:
Customer reported losing consciousness when her "meter read high but her glucose was low". She reported symptoms of being "light headed, shaking and spinning". Customer self-treated with "pure honey". Customer did not call the paramedics or go to the ER.